Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt's baclofen pump was explanted due to infection. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.